Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient experienced massive bleeding after pulling their nasogastric tube. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. The death was not considered to be device related. The device operated as expected. The pump was not explanted and would not be returned for evaluation. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to hospital from skilled nursing facility with covid-19 infection. The patient was intubated and then had traumatic hemoptysis after pulling their own nasogastric tube leading to massive bleeding and aspiration. They then were made comfort care by family due to poor rehab potential.